Event description:
Additional information was received that surgery occurred in which the leads were explanted and replaced, which resolved the issue.

Manufacturer narrative:
The event of lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-00286. It was reported the patient leads had migrated laterally. The issue was confirmed via x-rays. Surgical intervention may take place at a later date to address the issue..